Event description:
It was reported that following an atrial lead revision procedure, the patient was experiencing chest pain. It was determined that a microperforation had occurred. The atrial lead was explanted without replacement. The patient was noted to be in stable condition throughout the event.

Manufacturer narrative:
(B)(4).